Event description:
A hospital in (B)(4) reported that a patient's daughter stated that an opt544 optiflow nasal cannula appeared to have been placed backwards on the patient. The hospital has confirmed that a respiratory therapist has checked that the nasal cannula was placed properly on the patient 3.5 hours before the incident. No patient consequence has been reported that is specifically related to the alleged claim.

Manufacturer narrative:
(B)(4). Method: the complaint opt544 nasal cannulas are not expected to be returned to fph (B)(4) for investigation as the complaint device is no longer available. Our analysis is accordingly based on the information provided by the hospital. Results: the healthcare facility reported that the respiratory therapist confirmed that the device was fitted properly. It is possible that the nasal prongs can be fitted incorrectly, but it would be very apparent to the hospital staff as the manifold and nasal interface would be positioned upside down, causing the prongs to point downwards. A lot check could not be performed as no lot number was provided. Conclusion: as there was no other witness or healthcare professional to substantiate the improper fitment claim, it cannot be determined whether the nasal prongs were fitted properly or not. An fph product clinical specialist has conducted several in-service trainings of the opt544 nasal cannulas setup and use for the hospital staffs at (B)(6) on (B)(6) 2010 and (B)(6) 2011. The user instructions provided with the opt544 nasal cannulas illustrate the proper setup of the device.